Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on 18 may 2021 for a device upgrade procedure. Prior procedure, the patient informed the physician that the right atrial (ra) lead had been dislodged just after implant and was left unattended. There was no sensing and no pacing from the ra lead. The physician found the ra lead dislodged during the device upgrade procedure. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.